Event description:
It was reported that the customer passed away. It was noted that the customer's blood glucose reading at the time of the death was extremely high. Cause of the death was reported to be complications from diabetes. Caller declined to answer any further question. Insulin pump was requested to be returned. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.